Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "the following instructions are indicated: to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a cuff roll was noted on the catheter balloon. The foley catheter was ordered to be removed, and the balloon was passively deflated with a 10 cc syringe. Subsequently, removal was attempted; however, resistance was met at the length of the foley where the balloon was attached. A new 10 cc syringe was attached to attempt to deflate the balloon further; however, no fluid returned. An attempt was made to re-advance the foley; however, resistance was met. Smaller syringes (3 cc and 5 cc) were attached, to attempt to further deflate the balloon; however, the attempt was unsuccessful. A second rn attempted to remove the catheter without success. The foley came out after attempting to use more force to withdraw past the meatus. When the foley was removed, the area where the balloon sits on the catheter was noted to be slightly enlarged, which allegedly caused the resistance upon removal. It was later reported, that the patient allegedly experienced temporary discomfort, and self-limited bleeding. The sample has been discarded; however, it was noted that when it was initially removed, the balloon appeared slightly larger than normal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a cuff roll was noted on the catheter balloon. The foley catheter was ordered to be removed, and the balloon was passively deflated with a 10cc syringe. Subsequently, removal was attempted; however, resistance was met at the length of the foley where the balloon was attached. A new 10cc syringe was attached to attempt to deflate the balloon further; however, no fluid returned. An attempt was made to re-advance the foley; however, resistance was met. Smaller syringes (3cc and 5cc) were attached, to attempt to further deflate the balloon; however, the attempt was unsuccessful. A second rn attempted to remove the catheter without success. The foley came out after attempting to use more force to withdraw past the meatus. When the foley was removed, the area where the balloon sits on the catheter was noted to be slightly enlarged, which allegedly caused the resistance upon removal. It was later reported, that the patient allegedly experienced temporary discomfort, and self-limited bleeding. The sample has been discarded; however, it was noted that when it was initially removed, the balloon appeared slightly larger than normal.